Event description:
The facility reported that the device won't turn on after use. Although baxter attempted to obtain infomation, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.